Event description:
This is a report received by baxter global pharmacovigilance (gpv) and is a report by a physician from (B)(6) of peritonitis and transfer set leak in a patient (age not reported) coincident with physioneal therapy. In (B)(6) 2012, the patient began treatment with physioneal 40 1.36% glucose (dose and frequency not reported, lot number unknown) intraperitoneally (ip) for renal failure via continuous ambulatory peritoneal dialysis (capd). Peritoneal dialysis (pd) therapy was ongoing and unchanged. On (B)(6) 2012, the patient experienced peritonitis and was hospitalized. As reported by the patient, the event was associated to an issue with his transfer set because he noticed a wet belly due to a leakage described as, 'at the mainbody of the transfer set twist clamp (light blue part) near the minicap'. Further stating that even though the twist clamp had been closed off, the solution still leaked out from the transfer set. The patient reported, he tried to stop the leakage, but it was not possible. On an unreported date the patient visited his doctor and received a new transfer set. No diagnostic or laboratory information was provided. On (B)(6) 2012, the patient began remedial treatment with an unspecified antibiotic (dose, frequency, and lot not reported). At the time of this report, the patient remained hospitalized with remedial treatment ongoing. The outcome of the peritonitis was reported as not recovered. Concomitant medications were not reported. The physician did not report a causality statement regarding the peritonitis . No further information was provided.

Manufacturer narrative:
(B)(4). The sample is not available for evaluation. This is a product not distributed in the us and does not have a 510k number. Should additional information become available, a follow-up report will be submitted.

Manufacturer narrative:
(B)(4). This complaint for leak is not confirmed and the cause was not identified because there was no sample returned to baxter. No assignable root cause was determined. A review of all batch record documents was performed on lot h11f20028 with no issues noted during the manufacturing process. There were no deviations from standard procedure.